Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. (Pt 802). The pt 802 component was unresponsive to pressure input as confirmed with unchanging voltage output at pt 802. This issue will be internally investigated within carefusion.

Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect component is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays high peak inspiratory pressure, high rate, and low minute ventilation alarms. The customer reported the volumes were out of specifications. The customer performed troubleshooting, but the issue was not resolved. The customer reported no patient involvement is associated with the event.